Manufacturer narrative:
(B)(4).

Event description:
Baxter france received a report that an infusor had a reservoir rupture during filling. The device was being filled with saline. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: the device was returned to baxter for evaluation. The reported condition was confirmed during evaluation. Microscopic evaluation was performed and damage was found on the bladder of the device. The root cause was determined to be a manufacturing issue.